Event description:
The recipient was reportedly experiencing loss of lock. External equipment was exchanged, however, this did not resolve the issue. Device testing was conducted. A device failure was confirmed. Revision surgery will be scheduled.

Manufacturer narrative:
The external visual inspection revealed the electrode was severed at the fantail and array prior to receipt. This is believed to have occurred during revision surgery. In addition, a dent was observed in the bottom cover. The device passed the photographic imaging inspection. System lock could not be obtained at any spacing. The no lock condition prevented some of the electrical tests from being performed. The device passed some of the electrical tests performed. The device passed the mechanical tests performed. Internal visual inspection revealed several bond wires were observed shorted. The failure of this device is attributed to shorted bond wires at some of the pins within the digital chip, which prevented the device from achieving lock. A corrective action has been implemented in order to determine the root cause and implement the appropriate actions. This is the final report.

Manufacturer narrative:
(B)(4). The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. The recipient is reportedly doing well with the new device.